Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). First device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. Second device was returned in good physical condition; the blade tip was not broken off as reported the device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade shaft was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as tighten assembly¿ or ¿blade error detected¿ or "relax pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. This is believed to be an issue associated with our assembly process, a resolution has been implemented and an elimination of the issue is expected.

Event description:
It was reported that during an ¿lh¿ procedure the doctor used the device for a while, then the blade was broken and change a new one same lot number. The harmonic machine showed instrument problem and can't use. No patient consequences reported. Three devices will be returning.